Manufacturer narrative:
Correction to the supplemental MDR 2 in blocks h2, h3 and h11. Sc-1132; (B)(6). The returned implantable pulse generator was analyzed and the reported allegation that the physician was unable to loosen a screw on one of the ipg ports has been confirmed. A visual inspection revealed that a hard foreign material was lodged in the socket of the setscrew, and an x-ray inspection showed that one of the contact sleeves at the tail of the lead was lodged against a contact spring in the ipg port. Upon opening the ipg port, it was noted that the electrode sleeve was also pressed against a contact spring in the ipg. Additionally, the retention sleeve was lodged in the connector block of the ipg. These conditions were preventing the tail of the lead from being removed from the ipg port. The lead tail was most likely pulled when the ipg set screw was still tightened, resulting in damage to the proximal end of the lead. Therefore, this investigation will be assigned a probable cause of unintended use error that caused or contributed to the event.

Event description:
It was reported that the patient underwent an elective replacement procedure for their implantable pulse generator (ipg). During the procedure, the physician experienced difficulty in loosening the screw with one of the ipg ports thus resulting to the physician cutting one of the tails of the patients paddle lead. The paddle lead remains implanted and in use as the physician proceeded to connect the paddle lead to the newly implanted ipg with only one port. Additional information was received indicating that the patient was doing well. The patient will undergo a paddle lead revision procedure. Another additional information was received indicating that the patient underwent a paddle lead revision procedure. The patient was doing well postoperatively. The explanted paddle lead was disposed by the medical facility.

Event description:
It was reported that the patient underwent an elective replacement procedure for their implantable pulse generator (ipg). During the procedure, the physician experienced difficulty in loosening the screw with one of the ipg ports thus resulting to the physician cutting one of the tails of the patients paddle lead. The paddle lead remains implanted and in use as the physician proceeded to connect the paddle lead to the newly implanted ipg with only one port. Additional information was received indicating that the patient was doing well. The patient will undergo a paddle lead revision procedure. Another additional information was received indicating that the patient underwent a paddle lead revision procedure. The patient was doing well postoperatively. The explanted paddle lead was disposed by the medical facility.

Event description:
It was reported that the patient underwent an elective replacement procedure for their implantable pulse generator (ipg). During the procedure, the physician experienced difficulty in loosening the screw with one of the ipg ports thus resulting to the physician cutting one of the tails of the patients paddle lead. The paddle lead remains implanted and in use as the physician proceeded to connect the paddle lead to the newly implanted ipg with only one port. Additional information was received indicating that the patient was doing well. The patient will undergo a paddle lead revision procedure.

Manufacturer narrative:
Sc-8216-50; (B)(6). Investigation results. The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the image provided from the field did not allow for determination of the root cause of the reported event. Device history record (DHR) review. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that the patient underwent an elective replacement procedure for their implantable pulse generator (ipg). During the procedure, the physician experienced difficulty in loosening the screw with one of the ipg ports thus resulting to the physician cutting one of the tails of the patients paddle lead. The paddle lead remains implanted and in use as the physician proceeded to connect the paddle lead to the newly implanted ipg with only one port. Additional information was received indicating that the patient was doing well. The patient will undergo a paddle lead revision procedure. Another additional information was received indicating that the patient underwent a paddle lead revision procedure. The patient was doing well postoperatively. The explanted paddle lead was disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 17292823, UDI: (B)(4).

Event description:
It was reported that the patient underwent an elective replacement procedure for their implantable pulse generator (ipg). During the procedure, the physician experienced difficulty in loosening the screw with one of the ipg ports thus resulting to the physician cutting one of the tails of the patients paddle lead. The paddle lead remains implanted and in use as the physician proceeded to connect the paddle lead to the newly implanted ipg with only one port.